Manufacturer narrative:
Batch review performed on 03 september 2019: lot 182675: (B)(4) items manufactured and released on 27-sep-2018. Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event. Anatomical shoulder system 04.01.0092 metal humeral head ø44 lot. 1710137 (k170910) batch review performed on 03 september 2019: lot 1710137: (B)(4) items manufactured and released on 19-jun-2018. Expiration date: 2023-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0089 double eccenter lot. 185295 (k170910) batch review performed on 03 september 2019: lot 185295: (B)(4) items manufactured and released on 07-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Anatomical shoulder system 04.01.0027 humeral anatomical metaphysis - cementless - 135° - 10 lot. 1710038, (k170910). Batch review performed on 03 september 2019: lot 1710038: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, complaining of pain due to a torn subscapularis muscle. The cause of the tear is unknown. The surgeon removed the hc pegged glenoid, metal humeral head, double eccenter and humeral anatomical metaphysis-cementless and implanted reverse system implants successfully.